Event description:
Boston scientific received information that this patient reported hearing beeping tones, approximately 15 beats around 9:00pm every day. An alert was detected as well due to low shock impedances, less than 20 ohms. While in the clinic, shock impedances were measuring at both 50 ohms as well as less than 20 ohms. Technical services was contacted and recommended further testing of the cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided by the local area sales representative indicating a lead revision procedure has been scheduled. The sales representative also confirmed that a non-invasive programmed stimulation procedure would not be performed.

Manufacturer narrative:
One month later, the lead was surgically abandoned and replaced due to the existing issues with low shock impedances. No additional adverse patient effects were experienced other than the revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, all products remain in service and no further information is avaialble. Should additional information become available, this report will be updated accordingly.